Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Steam pop occurred during ablation of mi. Vital and echo were confirmed to have no problem. As tachycardia was not stopped, the procedure was continued. About 45 minutes later, the physician stopped ablation because of occurring a pop sensation. Vital signs changed, and pericardiocentesis was performed. This occurred at the time of mi ablation, two and a half hours after using thermocool® smart touch® sf bi-directional navigation catheter. Pericardiocentesis was performed. Cardiopulmonary support (cps) and extracardiac surgery were conducted. Atrial septal puncture was performed with rf needle. Ablation was performed before cardiac tamponade was identified. First steam pop before cardiac tamponade showed sound and increased impedance. Second pop when cardiac tamponade occurred had no change in sound or impedance except for the sensation at hand of the physician. Irrigation catheter¿s flow rate setting was 30-40w 15ml/min. The physician¿s opinion was not obtained. Additional information received indicated, the adverse event was discovered during use of biosense webster products. Intervention provided was drainage, percutaneous cardiopulmonary support (pcps), and a thoracotomy were conducted. A smartablate generator was used during the procedure. A transseptal puncture was performed with a ra needle. The event occurred during ablation phase. Force visualization features used were real time graph; dashboard; vector and visitag with force over time (fot) and tag size.

Manufacturer narrative:
On 9-sep-2022, additional information was received indicating the patient was discharged from the hospital after the perforation site was closed by cardiac surgery. Extended hospitalization was required because the renal function was lowered after the surgery, and the medical treatment was given. No abnormalities were observed prior to use or during use of the product. On 3-oct-2022, additional information was received indicating the patient¿s outcome from the adverse event is fully recovered. The length of hospital stay was extended due to a decline in renal function, which was also addressed. An irrigated catheter was used in the event, the flow setting was 30-40w: 15ml/min. The correct catheter settings were selected on the smartablate generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Parameters for stability used with visitag were range: 3mm, time: 3s, force over time (fot) 25% and 3g, tag size: 2mm. The impedance cut-off value was not exceeded. There were no problems with noise. Device evaluation details: on 14-sep-2022, the product was returned to biosense webster (bwi) for evaluation. The evaluation has been completed a visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The impedance and steam pop issues reported by the customer could not be replicated during the product investigation. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).